Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist. Other cables at wrist were not damaged. The cable crimp was missing. The customer reported complaint does not itself constitute a MDR reportable event; however, broken pitch cable and missing crimp found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted cholecystectomy procedure, a component within the wrist of the instrument was not moving and a wire popped out. No fragment(s) from the instrument fell into the patient. The planned surgical procedure was completed and there was no patient harm, adverse outcome or injury to the patient.